Event description:
The customer observed false nonreactive architect syphilis results generated on the architect i2000 processing module for one patient. The following data was provided: result 11.30 s/co result 2 0.80 s/co result 3 0.26 s/co the sample was centrifuged again and repeated: result 4 1.30 s/co result 5 1.30 s/co no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information has been included. No additional patient details are available.

Manufacturer narrative:
The field service representative (fsr) inspected the module, performed multiple troubleshooting procedures and determined the fitting kit, trigger pre-trigger (rohs) the cause as it was not properly tightened. The fsr tightened the loose part, and the issue was resolved. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed no additional service tickets associated with discrepant/erratic results. Trending review did not identify any trends. Additionally, labeling was reviewed and adequately addressed the issue under review. Based on the investigation, no deficiency was identified.